Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operation, the pocket had to be reopened because the lead had dislodged. During repositioning, the lead helix would not deploy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The analyst noted the full lead was returned with the helix bent. The helix does not extend due to the driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.